Event description:
It was reported that during pre-dilatation in the heavily calcified, mildly tortuous mid-right coronary arterial lesion, the balloon ruptured during the second inflation at 9 atmospheres. The balloon was completely removed without difficulty and there was no adverse pt effect. Another balloon was used to complete dilatation. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned catheter noted blood and contrast visible in the inflation lumen and in the balloon, which was loosely folded. This suggests that the catheter was prepared for use, pressurized during the procedure and is consistent with a leak or balloon rupture. An attempt was made to pressurize the catheter and the analysis revealed a pinhole in the balloon above the proximal marker band, confirming the reported rupture. Additionally, there were scratches on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Based on the info provided, the lesion was mildly tortuous and heavily calcified, which likely contributed to the experienced rupture. A review of the product mfg records did not reveal any non-conforming material records associated with this event. In this instance, based on the info received with this complaint and the analysis of the returned product, the balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency.